Manufacturer narrative:
The catheter was not returned for evaluation; it was discarded at the facility. The complaint could not be confirmed without a product return. A review of the manufacturing records indicated that the product met specifications upon release. If additional information is provided a supplemental report will be submitted. With such limited information, it is not possible to determine the cause of the event reported, or potential contributing factors, with any certainty. No actions will be taken at this time.

Event description:
It was reported that the catheter broke at the tip and the "metal" wire came out and was stuck in the patient's artery. The catheter was removed and a angiogram was performed and there were no remaining pieces found. There were no patient complications reported. Multiple attempts to obtain additional information were unsuccessful.